Manufacturer narrative:
Returned device was evaluated and performed within specifications. Reported malfunction was not confirmed. We are unable to confirm the reported symptom or determine if it could have contributed to the reported ketoacidosis. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer's mother reported patient was hospitalized and diagnosed with ketoacidosis (dka). It was noted that the personal diabetes manager (pdm) blood glucose meter readings were incorrect. The hospital's meter and pdm meter readings are listed below: (hospital) = 240; (pdm, less than 2 min after) = 160. (Hospital) = 567; (pdm, less than 1 min after) = 164.